Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14c14033 and h14b07088 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset of peritonitis. The patient was treated with ceftazidime (dose, frequency, duration, and route unknown) for the peritonitis. The patient was discharged from the hospital 15 days after being admitted. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.